Manufacturer narrative:
Per additional information received on april 28, 2022, the procedure status updated to breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on april 20, 2021. Device evaluation completed on april 25, 2021: visual analysis of the returned sample revealed that the sal smooth rnd diap 475cc breast implant had an area of separated material within a crease/fold on the posterior view measuring approximately 6.0 cm x 6.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast augmentation with a mentor smooth round moderate profile 475cc saline prothesis experienced spontaneous right sided deflation post procedure. As a result patient had the right implant replaced with cat#: 3501680 sn#: (B)(4) on (B)(6) 2021.